Event description:
It was reported, that "the flange slipped out of the lug pins at insertion." There was no reported pt injury and/or change in therapy. The involved device has been discarded, therefore not available for analysis and investigation.